Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a omentectomy procedure, after a few minutes from the beginning the active element detached from the device. It is unknown how the procedure was completed. The procedure was slightly prolonged. There were no adverse consequences for the patient reported.